Event description:
It was reported that the pt underwent a sling procedure in 2003. At a six week follow-up visit, mesh was noted to be exposed in the vagina at a suburethral site (possibly the incision site), and a lateral site 2 to 3 cm to the right. The physician excised the exposed tape six months later.